Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: pump booted with audio/vibration and blank screen. The oled screen was removed and replaced with a new test screen, display screen returned to normal with test screen. Testing was completed with the test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a blank display screen . This report is made based on the results of an investigation completed on (B)(4) 2013.